Event description:
Received info regarding a cartridge alarm 1. Customer's blood glucose level was elevated; however, customer was unsure whether elevated blood glucose level was due to cartridge alarm 1. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report wil be submitted.